Manufacturer narrative:
According to the customer, on (B)(6) 2025 within "a few days" after catheter insertion, the patient began complaining of "penile pain", and an ultrasound showed that the balloon "in the prostate". The customer reported the catheter was exchanged, and the balloon was noted to "have less fluid than what was instilled upon insertion". The customer reported that due to the reported incident the patient had "worsening lab work, swelling of prostate, bleeding, ongoing medical treatment, and antibiotics". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 within "a few days" after catheter insertion, the patient began complaining of "penile pain", and an ultrasound showed that the balloon "in the prostate".